Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent in infusion set cannula. The patient faced two events. First event occurred on 31-mar-2024 and second event on 28-mar-2024. Both the events occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was unknown. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00322 - device 1 of 2